Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fall a lot because they are old and have issues with equilibrium (not related to device/therapy). They added that they fell so much that some of the connections on the device were disconnected or broken. As a result of what was reported, the ins was replaced. No patient symptoms were reported and no further complications have been reported as a result of this event.